Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product was not returned and not enough information was provided from the account for further investigation. Additional info has been requested. (B)(4).

Event description:
In the reported article, the authors of a journal article evaluated the visual performance and wavefront error in pts that were divided into two groups using the multifocal intraocular lens (miol) implants, with or without capsular tension ring (ctr). Intraocular lens decentration was compared between the two groups. The iol decentration and tilt were higher in group one (miol and ctr) than compared to group two (miol). No surgical intervention was reported. There was no visual impact reported for any of these patients. Additional information has been requested.